Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii, rupture, "thick 10 cc mammary secretion¿ and ¿folds and invaginations¿ .

Event description:
Healthcare professional reported capsular contracture baker grade ii, rupture, "thick 10 cc mammary secretion,¿ pain, "rigid," hard, and ¿folds and invaginations¿ on left side. The device has been explanted.